Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log was provided for review. Review of the device log did not show any evidence to support the customer's report the device self-discharged. Review of the log showed the first, third and fourth cases the device was user powered in manual mode where the device would only charge and discharge by user selected switches. There was no evidence of the device self-discharging. The log showed the shock was delivered via button press. Therefore, our investigation for this reported malfunction was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.